Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that occlusion alarms occurred. Customer resolved issue prior to calling tandem customer technical support (cts) by performing a pump reset and resuming insulin therapy. Customer¿s blood glucose level was 300 mg/dl..